Event description:
Reaction to synvic (knee pain). In 2006, pt was being treated with rebif and experienced a knee disorder characterized by knee pain following an injection of synvisc. In 2006, the pt took an injection of rebif. Next day, the pt rec'd a synvisc injection in the right knee. The following day, the pt reported that her pain was unbearable. On an unk date, the pt went to the ER where her pain was controlled, and she was sent home. 3 days later, the pain returned, and the pt was admitted to the hosp. It is unk if the pt had continued with her synvisc injections. At the time of this report, it is unk if the pt had recovered.

Manufacturer narrative:
Add'l info was rec'd on 20-nov-2006 (via serono, inc.) From the pt, as well as her neurologist's asst. The pt had a prior history of multiple sclerosis, nerve pain, arthritis, depression, hypothyroidism, gastroesophageal reflux disease, pain (nos), overactive bladder, fatigue, anxiety, constipation, lumbar spinal stenosis and degenerative joint disease in her right knee which was treated with synvisc. The pt had 3 prior series of synvisc injections. In 2006, the pt rec'd her third injection of a fourth series of synvisc injections into the right knee at the dr's office. Next day, the pt's pain was unbearable and went to the emergency room where she was treated with pain medication, and went home on the next day, she went to her primary care physician for continued pain in her right knee and was treated with percocet. Following day, she went to her neurologist for right knee pain, and was assured that the pain was not a multiple sclerosis exacerbation, but a problem with the synvisc injection. Next day, the pt continued to have right knee pain, and was admitted to the hosp with a diagnosis of "reaction to synvisc". The pt reported that her physician attempted to drain the knee, however, there was no drainage. The pt was treated with intravenous morphine sulfate and was discharged on next day with an oral prednisone taper and percocet. Add'l info from the neurologist's assistant stated that the neurologist assessed the hospitalization for the knee disorder characterized by knee pain as not related to rebif therapy and cited an orthopedic procedure as a possible causal factor. At the time of this report, the pt had recovered. MFR's comment: the safety and effectiveness of synvisc for conditions other than osteoarthritis have not been established.